Manufacturer narrative:
If further information becomes available, a follow-up or final update will be provided.

Event description:
Indication: corrective wrist osteotomy. A patient underwent in (B)(6) a corrective distal radius osteotomy. Implant plate failure occurred, requiring plate removal, reintervention and implantation of a new distal radius adaptive plate. The patient chose the healthcare center due to recognition of and confidence in the treating surgeon and adhered to the postoperative rehabilitation protocol as prescribed by the attending physician.